Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419678, implantable pacing lead, (B)(6) 2012; 5076-45, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received three inappropriate shocks due to af (atrial fibrillation) with rvr (rapid ventricular response). All episodes fell into the fvt (fast ventricular tachycardia) detection and treatment zone, resulting in unsuccessful atp (anti-tachycardia pacing) but a successful shock, which converted the rhythm to a 1:1 conduction. The device remains in use. No further patient complications have been reported as a result of this event.